Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump. It was reported the patient had a magnetic resonance imaging procedure (MRI) on the day of the report, (B)(6) 2020, unrelated to the patient's device. A manufacturing representative came by to check the pump after the MRI, but since the MRI, the patient has been in a lot of pain. The hcp wanted to have the pump interrogated again because they were concerned that the pump was not on. No further complications were reported or anticipated.